Manufacturer narrative:
Additional manufacturer narrative: the stryker field service representative provided an update that their was a patient being monitored during the reported event; however there was no adverse patient outcome reported. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Corrected data: section a1, patient identifier of the initial medwatch report indicates: none; section a1, patient identifier of the initial medwatch report should indicate: blank. Section b5, executive summary of the initial medwatch report indicates: the customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient involvement reported with the event; section b5, executive summary of the initial medwatch report should indicate: the customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event. Section h6, health impact code grid of the initial medwatch report indicates: no patient involvement (2645); section h6, health impact code grid of the initial medwatch report should indicate: no health consequences or impact (2199). Section h11, additional mfg narrative of the initial medwatch report indicates: stryker evaluated the customer's device and was able to verify the reported issue in the electronic records review. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the electronic records review. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient involvement reported with the event.